Event description:
Patient reports: "the pump's pre-programming was not working per 2 different nurses on my last infusion, and they had to give it to me manually by dripping the medication. I need a pump replacement as soon as possible." Unknown if patient missed dose or experienced an adverse event. Unknown if pump available for return. Unknown if pharmacy is replacing pump. No further information, details or dates provided. Serial number not provided. Privigen indication: other specified disorders involving the immune mechanism, not elsewhere classified.